Event description:
Synthes craniofacial plates broke during insertion.

Event description:
Add'l info rec'd from MFR 3/30/2005: the lot numbers were not provided on the medwatch report rec'd. Synthes has been unable to determine the lot numbers of the screws in this report. A complaint was opened on each device on april 2, 2004. A medwatch report has not been filed as the heads of the screws broke during insertion and no add'l intervention was done as the shafts were reportedly left in the pt.